Event description:
As the stent was being delivered across mid left circumflex, the tip of the luge wire prolapsed backward and became entrapped under the distal end of the stent. Attempts to retrieve the wire were unsuccessful and tip of luge wire fractured and remained within the vessel. It was compressed against the vessel wall and was completely occluded by stenting over it. "Unexpected occurrence, nice outcome."